Event description:
It was reported that approximately 49 months after implantation, oversensing with inappropriate shocks was observed. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead was found cut 17cm distal to the is-1 connector pin. A medial part was missing. An explantation aid was still inserted in the leads lumen. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular, approx. 7cm proximal to the lead tip, the insulation was found rubbed through, which is assumed to be the root cause of the clinical observation of oversensing and shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.